Event description:
The alleged wheelchair was produced by (B)(4). The front left caster broke. No frame and/or other structural defect is observed.

Manufacturer narrative:
Consumer was in (B)(6) when the casters allegedly shattered. No casters were in stock, new chair sent out on order (B)(4). Rework all inventory products, replace the caster broke. (Through investigation, no finished goods). Operator: (B)(6). Finished date: (B)(4) 2012. Rework all semi-finished products at assembly line. (Through investigation, no semi-finished products). Operator: (B)(6). Finished date: (B)(4) 2012. Remark and isolate the raw material (front caster), then notice iqc check again. Do drop testing for 4 pcs sample, if passed, the raw material (front caster) can be used. Operator: (B)(6). Finished date: (B)(4) 2012. Ipqc will inforce monitoring the plastic injection parameters. Operator: (B)(6). Finished date: (B)(4) 2012.